Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was an issue with a 6/7f mynxgrip vascular closure device (vcd) where the balloon did not deflate. The inflated balloon was then pulled through the arteriotomy to get the device out because after multiple attempts at deflating the balloon, it was not deflating. There was no reported patient injury. The physician reports that the syringe is locked, the tamp tube is stabilized, and the deflation of the balloon is attempted by opening the white piece on the mynx syringe. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, there was an issue with a 6/7f mynxgrip vascular closure device (vcd) where the balloon did not deflate. The inflated balloon was then pulled through the arteriotomy to get the device out because after multiple attempts at deflating the balloon, it was not deflating. There was no reported patient injury. The physician reports that the syringe is locked, the tamp tube is stabilized, and the deflation of the balloon is attempted by opening the white piece on the mynx syringe. Addendum for additional information received: the deployer was mynx certified. The balloon was prepped with 100% saline. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The reported ¿balloon deflation difficulty¿ could not be verified as the device was not returned for analysis. The exact cause of the deflation issue experienced could not be determined. Based on the information available for review, it is not possible to determine what may have contributed to the deflation issue reported. The mynxgrip vcd¿s instructions for use (IFU), which is not intended as a mitigation, instructs users to fill the syringe with 2 to 3 ml of sterile saline, and to inflate the balloon with the solution. It also states that the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. The information available does not suggest a design or manufacturing related cause for this reported event. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, there was an issue with a 6/7f mynxgrip vascular closure device (vcd) where the balloon did not deflate. The inflated balloon was then pulled through the arteriotomy to get the device out because after multiple attempts at deflating the balloon, it was not deflating. There was no reported patient injury. The physician reports that the syringe is locked, the tamp tube is stabilized, and the deflation of the balloon is attempted by opening the white piece on the mynx syringe. Addendum for additional information received: the deployer was mynx certified. The balloon was prepped with 100% saline. The device will not be returned for evaluation.